Event description:
The non-invasive blood pressure (nbp) - diastolic and nbp - mean have intermittently switched data points (transposed) on the vital signs tab and print out graph on the ge cic (central station). No issues have been identified with the nbp values at the bedside monitors themselves. This situation has been observed 3 times at (B)(6), (B)(6) 2013, (B)(6) 2014, and (B)(6) 2015. Ge has provided no permanent fix for this issue to date.